Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
On (B)(6) 2020, a 450cc mentor memorygel breast implant was received by the mentor product analysis lab with no accompanying information. On (B)(6) 2020, after multiple attempts to gain clarification, the device was determined to not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of breast prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the returned product is associated with an existing complaint under manufacturer report number 1645337-2019-25458. As a result, no further reports will be submitted under 1645337-2020-12510, please refer to 1645337-2019-25458 for any supplemental reports concerning this product. Manufacturer's reference number: (B)(4).